Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer treated with insulin shots and pen. On (B)(6) 2020 the customer was admitted into the emergency room with blood glucose level over 600 mg/dl. She was treated with IV fluids and saline and stayed at the hospital for 6 hours. It was stated that the infusion set's cannula was bent. Last infusion set change was on (B)(6) 2020. The insulin pump was in use within 48 hours of the incident. Troubleshooting was declined. The product will not be returning for analysis.